Manufacturer narrative:
Additional information received: it was reported that the aneurysm type was a saccular aneurysm. Additionally to the implant of a second stent, coil and bioprotein glue were implanted to seal the ruptured aneurysm sac. Product analysis the reported endoleak was confirmed, however the exact cause of the event could not be confirmed. The anatomy at implant is unknown. Pre and post CT¿s were not available for review; therefore, a thorough assessment of the patient¿s anatomy and stent graft integrity could not be performed. From the returned videos this appears most likely to have been a type iiib fabric leak, possibly coming from a suture hole or a small fabric tear; however, the exact cause and type of endoleak could not be determined. There was no obvious aneurysm rupture observed in the videos provided. Analysis of the returned films did not reveal any obvious anatomical factors (e.g. Calcification) that may have led to the reported endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information was received: during the intervention the length of the valiant stent was measured to be 200 and the non mdt stent implanted to extend was 34-200. It was clarified that there was a graft rupture, and the graft rupture led to the formation and rupture of an aneurysm. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the endovascular treatment of a 30 mm thoracic aortic aneurysm. It was reported approximately 9 years post the index procedure, the patient was admitted to the emergency department due to gastrointestinal bleeding. It was stated that during examination, a rupture accompanied by aneurysm development in the valiant captivia stent graft was observed. A thoracic aortic stent was then implanted and the event was resolved. As per the physician the cause of the event can not be determined. No additional clinical sequalae were reported and the patient in fine.

Manufacturer narrative:
It was reported that the abdominal aorta was also treated and an endurant stent graft was implanted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.